Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied as treatment.

Manufacturer narrative:
Pod data showed no timeouts or drive stalls, indicating that there was no evidence of struggle to deliver insulin during operation. The exposed portion of the soft cannula was observed to be torn. No other damages or defects that would affect the delivery of insulin were observed. It could not be determined when or how this damage was sustained. It can not be confirmed as a cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.